Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue with touchscreen. There was no report of patient harm. Jason reports that he cannot unlock the keypad. He says that earlier, he was also having trouble engaging the buttons on the touchpad. He has warmed his hands, and tried with gloves on and off but cannot get it to work. Coworkers have tried as well. I advised him to switch pumps and report this pump to his biomed team. He thanked me and had no more questions. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : customer not responded.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) keypad could not be unlocked. Additionally, the customer reported trouble engaging the buttons on the touchpad. The customer has warmed hands, and tried with gloves on and off but could not get it to work. Coworkers tried as well. There was no report of patient harm.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).